Manufacturer narrative:
Qn#(B)(4). Received one (1)9079p-vc-005 ez-io 45mm needle set + stabilizer (box o (cannula shaft only) for investigation. At receipt the complaint sample was visually inspected for any signs of abuse/misuse/damage. The cannula shaft was received by itself: minus the hub. The end of the cannula has severe tool marks indicating the cannula had to be removed manually versus removing with a syringe per the IFU. The complaint has been confirmed. The DHR file is not available for review in the us. A section of the IFU will be referenced as part of the investigation report. The IFU states, "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter." The attached certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. Other remarks: a review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 01/2018 and is approximately 1.5 years old. The complaint has been confirmed. Due to a lack of detailed information a definitive root cause cannot be determined. No corrective/preventative actions will be assigned. The report states that the cannula detached from the hub requiring manual removal of the cannula from the insertion site. The only sample returned was the cannula. The hub was not returned. Consequently, there is no way to determine if the detached cannula is a manufacturing defect. The complaint has been confirmed, however a definitive root cause cannot be established. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a (B)(6)-yr. Old patient with a diagnosis of hypoglycemia/leukocytosis had a teleflex intraosseous vascular access using a 45mm 15ga needle and stabilizer kit (arrow ez - io ref #9079p, lot #5988828, exp 2021/12/31). In the ER on (B)(6) 2019, the needle was placed in the right proximal tibia. The patient was complaining of pain at the io insertion site, so after an upper extremity peripheral vascular access was obtained, the vascular access nurse attempted to remove the 45mm io needle from the right tibia using a 10cc syringe when the yellow hub separated from the shaft leaving a steel catheter protruding from the site. Using sterile vice grip pliers and considerable effort along with a moderate amount of pain to the patient, the nurse was able to remove the catheter. There was only a drop of blood with removal of the catheter and relief from the pain. The patient had relief from the site pain, no leakage at the site of insertion and was discharged from the hospital 9 hours after the incident.